Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No blank display noted. Device received with intermittent act button due to flattened dome switches (no crease). No unlocked lcd keypad connector. Device received with cracked case at the display window corners and reservoir tube lip. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states the customer had blank display. The customer's blood glucose level at the time of blank display was unknown. Troubleshoot was conducted and the display returned. The customer was being sent replacement battery cap. The customer had high levels along with stomach flu during hospitalization. The customer's blood glucose level at the time was 550mg/dl. The customer's most current level was 160mg/dl. The customer was treated at the hospital with IV. The customer was assisted with belt clip replacement. No further assistance needed.